Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl. The customer also stated that insulin pump was not working, they were outside when the blood glucose went to 330 to 350 then 380 up to 11 units of insulin delivered to over 400 blood glucose. Customer treated for high blood glucose with manual injection. Auto mode smart guard feature was active at the time of high blood glucose event. The device will not be returned for analysis.